Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation with the right ventricular (rv) lead in bipolar mode but not in unipolar mode. The physician opted to address the lead during a generator change. During the procedure, the pocket stimulation could be recreated. An insulation anomaly was noted on the rv lead and repaired with adhesive and a suture sleeve. Lead parameters were good but pocket stimulation persisted. The lead was programmed to unipolar mode and remained implanted. There were no patient consequences. The patient was discharged.